Event description:
Account alleged that the scale/ppm board was corroded due to fluid ingress. Account stated that there were no injuries. Account alleged that he didn't know if a pt had been in the bed and didn't know where the bed was being used.

Manufacturer narrative:
Account replaced the scale ppm board to resolve the problem.